Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 30-year-old female patient who had essure (batch no. 626910, 626212) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, human papilloma virus infection, loop electrosurgical excision procedure, uti, painful intercourse, pap smear abnormal and cervical dysplasia. Concurrent conditions included multigravida, parity 3, uterine fibroid, menses irregular, hot flashes, sweaty, abdominal pain, swelling nos, bloating, nabothian cyst, cramp in lower abdomen, menstruation abnormal, night sweats, loss of libido, urinary urgency, breast tenderness, spasms, back pain, joint pain, chest pain, abdominal distension, other disorders of intestine, dizziness, tingling, numbness, mood swings, numbness in shoulder, vitamin d deficiency, vitamin b12 deficiency, hives, skin irritation, itching and dysfunctional uterine bleeding. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previous date of insertion (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Result: occluded - total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, vaginal bleeding, pelvic pain, depression, anxiety. Lot number: 626212 manufacture date: 2007-11. Expiration date: 2009-10. Lot number: 626910. Manufacture date: 2008-04 expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- new events allergic reaction new events bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. Event outcome of pain, bleeding, bladder/urinary problem, allergic problem were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (batch no. 626910, 626212) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, human papilloma virus infection, loop electrosurgical excision procedure, uti, painful intercourse, pap smear abnormal and cervical dysplasia. Concurrent conditions included gravida ii, parity 3, uterine fibroid, menses irregular, hot flashes, sweaty, abdominal pain, swelling nos, bloating, nabothian cyst, lower abdominal pain, menstruation abnormal, night sweats, loss of libido, urinary urgency, breast tenderness, spasms, back pain, joint pain, chest pain, abdominal distension, other disorders of intestine, dizziness, tingling, numbness, mood swings, numbness in shoulder, vitamin d deficiency, vitamin b12 deficiency, hives, skin irritation, itching and dysfunctional uterine bleeding. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previous date of insertion (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: essure device was successfully occluded. Result: occluded - total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, vaginal bleeding, pelvic pain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and mr was received. Lot number was added. New events abnormal bleeding (vaginal, menorrhagia), depression, mental anguish were added. Date of insertion was updated. Date of removal was added. Patient demographic was added. New reporters were added. Outcome update for pelvic pain from unknown to recovering/ resolving. Concomitant drugs were added. Patient medical history and concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 30-year-old female patient who had essure (batch no. 626910, 626212) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, human papilloma virus infection, loop electrosurgical excision procedure, uti, painful intercourse, pap smear abnormal and cervical dysplasia. Concurrent conditions included multigravida, parity 3, uterine fibroid, menses irregular, hot flashes, sweaty, abdominal pain, swelling nos, bloating, nabothian cyst, cramp in lower abdomen, menstruation abnormal, night sweats, loss of libido, urinary urgency, breast tenderness, spasms, back pain, joint pain, chest pain, abdominal distension, other disorders of intestine, dizziness, tingling, numbness, mood swings, numbness in shoulder, vitamin d deficiency, vitamin b12 deficiency, hives, skin irritation, itching and dysfunctional uterine bleeding. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previous date of insertion (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Result: occluded - total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, vaginal bleeding, pelvic pain, depression, anxiety. Lot number: 626212, manufacture date: 2007-11, expiration date: 2009-10. Lot number:626910, manufacture date: 2008-04, expiration date: 2010-03. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 30-year-old female patient who had essure (batch no. 626910, 626212) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, human papilloma virus infection, loop electrosurgical excision procedure, uti, painful intercourse, pap smear abnormal and cervical dysplasia. Concurrent conditions included multigravida, parity 3, uterine fibroid, menses irregular, hot flashes, sweaty, abdominal pain, swelling nos, bloating, nabothian cyst, cramp in lower abdomen, menstruation abnormal, night sweats, loss of libido, urinary urgency, breast tenderness, spasms, back pain, joint pain, chest pain, abdominal distension, other disorders of intestine, dizziness, tingling, numbness, mood swings, numbness in shoulder, vitamin d deficiency, vitamin b12 deficiency, hives, skin irritation, itching and dysfunctional uterine bleeding. Concomitant products included nsaids since 9-sep-2008 and paracetamol (acetaminophen) since 9-sep-2008. On (B)(6) 2008, the patient had essure inserted. In october 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previous date of insertion (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Result: occluded - total bilateral occlusion.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, vaginal bleeding, pelvic pain, depression, anxiety. Lot number: 626212 manufacture date: 2007-11 expiration date: 2009-10 . Lot number:626910 manufacture date: 2008-04 expiration date: 2010-03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.